Manufacturer narrative:
The device ro 14 043 has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected. A communication error has been identified. A surgery delay has been reported between 30 minutes and 1 hour.